Event description:
Medics were monitoring a pt (age and gender unk) and a green dot appeared in the center of the unit's monitoring screen along with a "status 42" message. Then, the unit's monitor went blank. The medics turned the unit off and then on again. They began to monitor the pt again, but the same alleged malfunction occurred again. The medics obtained another unit (manufacturer unk) and transported the pt. There was no adverse effect on the pt.